Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient was admitted to the hospital with complaints of driveline drainage and discomfort. The driveline culture was positive for diphtheroid and computed tomography (CT) showed induration of the abdomen wall but no fluid collection. The patient had started showering recently but denied any trauma to the site. They were started on intravenous vancomycin and oral cipro (ciprofloxacin). The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.